Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-03067. It was reported that the patient fell several years ago and the system stopped working. In turn, the patient had their system explanted.